Event description:
During product evaluation, the pump failed an accuracy test for under infusion. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of under infusion was confirmed. Inspection of the device found that the under infusion was caused by a faulty pump head mechanism and therefore the pump head mechanism was replaced.